Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Reportedly, the cartridge was changed to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.